Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported sensor detachment with the adc device. As a result, customer reported experiencing symptoms of hypoglycemia described as dizziness, tremors, blurred vision and was unable to self-treat. Customer had contact with a healthcare professional (ambulance) who provided an unspecified IV medication as treatment for the diagnosis of hypoglycemia. No further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that the freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and libre sensor, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported sensor detachment with the adc device. As a result, customer reported experiencing symptoms of hypoglycemia described as dizziness, tremors, blurred vision and was unable to self-treat. Customer had contact with a healthcare professional (ambulance) who provided an unspecified IV medication as treatment for the diagnosis of hypoglycemia. No further information was reported. There was no report of death or permanent impairment associated with this event.